Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.